Event description:
It was reported that balloon rupture occurred. The 60% stenosed target lesion was located in the moderately calcified right common iliac artery. A 8.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during initial inflation at 10 atmospheres for 10 seconds, the pressure went down and blood was noted in the inflation tubing. The device was pulled out from the patient intact and the procedure was completed with another 8.0x60, 75cm gladiator balloon catheter. There were no patient complications nor injuries reported.

Manufacturer narrative:
Initial reporter name and address: (B)(6).